Event description:
Nicu nurse had redness/swelling/blistering after wearing gloves and went to the ER where she was given steroids. She was also given prescriptions for prednisone, pepcid, and atarax.

Manufacturer narrative:
A review of the device history record showed that the reported lot number was inspected and released in compliance with all requirements. Historical trending was done and this is the first event involving this catalog number for this type of complaint. The returned sample was submitted and passed the test for primary skin irritation per the technical service report. The exact cause of this complaint could not be determined. The protexis neoprene glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor our complaints for any unfavorable trends.